Manufacturer narrative:
G4:19jan2021. B4:27jan2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and confirmed the reported problem & provided part ID. The customer replaced the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards. A similar investigation was performed it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer contacted technical support (ts) stating that unit had error code message of alarm led failed. The customer reported there was no patient involvement.